Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. The device was also unable to enter MRI mode. Lead diagnostics showed that the leads had high impedances. Surgical intervention may be undertaken to address.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.